Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) was repositioned due to patient was experiencing pocket discomfort. Further, the device remains in service. No additional adverse patient effects were reported.